Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshooting with customer over the phone. The reported issue that the 8100 unit had error code 13-1033-149 was confirmed by tech support. Tech support had a walk through with the customer and revealed the following, tech has error code 13.1033.149 on 8100 unit. Which is a software fault error will need to reflash software on unit. Flash fails next replace logic board on unit. High level steps/procedure: reflash software. Perform calibration and accuracy task. Perform pm. If error still occurs, replace logic board.. Return the module to the factory. No further investigation of this issue is possible at this time, and no patient involvement was reported. Based on troubleshooting results, technical services couldn't determined the probable cause of the customer¿s reported issue.

Event description:
It was reported that 8100 had error code 13-1033-149. There was no patient involvement.